Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The device has been repaired once in the past year due to damage to the camera cable and ccd unit and image anomalies. In addition, at the user facility, the same or similar event as reported have occurred on the same device in the past. The coating on the camera cable was damaged, and the protective cover was disassembled and damaged. Based on the evaluation result, it is possible that the endoscopic image was not displayed because the camera cable was broken due to a damaged coating on the camera cable and could not communicate with the video system center. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, damage to the camera cable may have been caused by the user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against damage to the camera cable. By following this instruction, the user may have been able to prevent the reported event from occurring. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was not displayed due to damage to the ccd unit. There was no report of patient injury associated with the event.